Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head became detached during brushing, device breakage, no adverse event, no adverse event, product counterfeit, product counterfeit. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she had 4 oral-b flexisoft brushheads. She described that the brush head became detached during brushing with an oral-b rechargeable toothbrush, version unknown. This was not the first time that she had used this particular type of brush head. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head became detached during brushing [device breakage]. No adverse event [no adverse event]. Case narrative: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she had 4 oral-b flexisoft brushheads. She described that the brush head became detached during brushing with an oral-b rechargeable toothbrush, version unknown. This was not the first time that she had used this particular type of brush head. No symptoms developed. Relevant history: none reported. No further information was provided